Event description:
Patient reported that his infusion set is leaking at the point where the cannula leaves the housing of the headset. The patient experienced elevated blood glucose at 440 mg/dl due to this issue. The patient did not report any symptoms with his elevated blood glucose. The patient inserted a new infusion set using a different site area. He gave himself a bolus with his infusion device and his blood glucose levels are presently returning to normal. No medical attention was necessary. The product has been requested to be returned for evaluation.